Event description:
It was reported, the scope would not work when it was connected to the travel cart. No error messages were present, the screen was black. The issue occurred at the beginning of a therapeutic diagnostic bronchoscopy. There were no reports of patient harm. The customer later confirmed the alleged event resulted in a 30 minute procedure/anesthesia delay and the procedure was not completed.